Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with suspicion of premature battery depletion (pbd). This device was replaced and is not expected to be returned as the device was already out of warranty time and analysis was not requested by the physician. No additional adverse patient effects were reported.